Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Analysis was not required and no testing was performed due to the reservoir missing parts. No transfer guard, plunger or stopper plunger was received.

Event description:
It was reported that the customer had leaks in the reservoir compartment, as well as air bubbles. Customer's blood glucose level at the time over 200mg/dl. Troubleshooting occurred. No additional information was provided.